Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a acl procedure, three blades broke. It was also reported that there were no delays as a result of this event. No additional information was provided. This report is for the first blade that broke.

Event description:
It was reported that during a acl procedure, three blades broke. It was also reported that there were no delays as a result of this event. No additional information was provided. This report is for the first blade that broke.

Manufacturer narrative:
H6: the quality investigation is complete.